Event description:
This is ine of the seven reports of endophthalmitis received from an ophthalmologist associated with post operative cataract extraction with an posterior intraocular lens implant. This woman had surgery for cataract extraction with implantation of pc iol model 809f/+22.5(d) of the left eye on 9/19/96. On 9/24/96, her eye was matted shut and tearing. A diagnosis of endophthalmitis was made and she was referred to a retinal specialist. A culture revealed staph lugdenesis and she was treated with antibiotics. As of 10/10/96, her vision was 20/40 and a vitreous hemorrhage was noted. The ophthalmologist had eight occurrences of endophthalmitis, seven associated with the lenses mfg by co and one with another brand lens from 11/17/94 to 9/19/96. Currently, a hosp investigation is in progress. A review of batch records for this lens which included sterilization process and sterilization tests revealed no deviations. Add'l info is being sought as well as a report of the hosp investigation.